Event description:
It was reported by a customer in (B)(6) that, once the shiley tracheostomy tube cuff was inflated, it would not remain inflated, and leaked during ventilation. De-cannulation and re-installation of a new device was required. There was no reported patient injury, and the current status was reported as stable. No additional information related to the patient is available.

Manufacturer narrative:
The product is expected to be returned for an investigation. However, it has not been yet received. (B)(4).

Manufacturer narrative:
One sample of a shiley tracheostomy tube was received for evaluation. A visual inspection was conducted, and it was observed that the cuff exhibited a small tear. An inflation/deflation test was performed using a syringe with 25cc of air applied to the cuff. It was observed the cuff deflated immediately. The customer reported failure mode tear in the cuff was confirmed. (B)(4).